Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, permanent injury, permanent physical deformity and has undergone and will undergo corrective surgery or surgeries.